Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement.

Manufacturer narrative:
Date of report: 07jun2019. Date received by manufacturer: 25apr2019. Information was received that the service engineer (se) inspected the device and found the battery could not store electricity. The customer declined further service/repair of the device submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.